Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a constant tone. Customer's blood glucose was 128 mg/dl. Customer was unable to clear the alarm. Customer reported he removed the cap and battery for five minutes. Customer reinserted the battery and a closed circle appeared on the screen. Customer was unable to confirm the setting due to the act button was not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
After battery installation, the pump powered up and the display froze after count up, and was followed by an unexpected constant tone alarm. The problem was isolated to the mother board. Unable to perform any tests or verify the unresponsive buttons due to a frozen screen. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.